Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Quality engineering evaluated the device. A visual and functional assessment was performed which found that visibly, there was some wear on the inside fitting. It was further determined that the cloverleaf fitted into the lock collar/anvil and locked with no issue and the wear on the adapter did not affect the function of the adapter. It was further determined that the cloverleaf fitting did not have a smooth insertion or removal from the impactor, due to wear on the fitting. Therefore, the reported condition was confirmed. The assignable root cause was due to normal wear out from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the cloverleaf fitting of the broach-adapter device did not have a smooth insertion or removal from the impactor device due to wear on the fitting. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.